Event description:
It was reported that the patient had a small effusion per echocardiogram four days after the right atrial (ra) lead was implanted. The physician suspected a micro-perforation had occurred. High thresholds were also reported. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).